Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did identify an abnormality that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported downstream occlusion which was verified through a review of the event history log and found to be caused by the force sensor current reading above specification. The device was calibrated to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a downstream occlusion. There was no patient involvement. No additional information is available.